Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 25-sep-2017 a field service engineer (fse) found a defective turn table motor home sensor, which caused the sample nozzle assembly to bend. The turntable home motor sensor and sample nozzle assembly were replaced. The instrument was performing within specifications. A 13-month complaint history review for serial number (B)(4) from 21-aug-2016 through 21-sep-2017 was performed. No other similar complaints were found during the searched period. The aia-360 operator's manual under section 7-1: list of error messages indicates that error message 4020 - spec.z-axis home overrun occurs when the home position of the specimen z-axis motor cannot be detected. The 4030- spect.t-axis home overrun occurs when the 0-axis motor overran on the home side. In both cases the operator is instructed to turn the power off and on again, but if problem reoccurs, to contact the service department. The most probable of the reported event was due to a defective turn table motor home sensor.

Event description:
On (B)(6) 2017 a customer reported getting 4020 - spec.z-axis home overrun and 4030- spect.t-axis home overrun while running patient samples on the aia-360 analyzer. The customer reported that the sample nozzle assembly slammed down on the sample tube for no apparent reason; the sample tube did not have a cap on nor was there any obstruction. The sample nozzle assembly was bent. The customer is unable to run patient samples on estradiol. On 25-sep-2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for estradiol. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.